Manufacturer narrative:
Additional information: the following fields were updated based on the additional information received: section a4. Weight: 58 kg section a5. Ethnicity: not hispanic/latino section a6. Race: white section b5: the patient indicated that after surgery his vision did not improve whatsoever remaining at 20/50. The patient was examined by a retina specialist and was said that the patient's retina, while not perfect, was not the reason for the issues patient has. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient who received a toric intraocular lens (iol) implant in his left eye reported dissatisfaction, indicating that his vision has not improved and is worse than before the implant. The patient's expectation was that his reaching distance, and mid-range vision would be better. The patient stated that before surgery, his left eye was 20/50- and one-day post implant, he was told to be 20/25, but the patient does not believe that. A planned explant procedure was scheduled. At a later date information was received from the doctor who reported that the lens was explanted and replaced with a monofocal iol. The explant procedure was carried out without any complications, and the doctor confirmed that everything proceeded as expected without the need for sutures. Due to the patient's underlying retinal problems, the doctor anticipated that the patient would not experience improved distance vision with the monofocal iol. On (B)(6) 2025, the patient communicated to the doctor that, there was no improvement in his vision. The lens is not coming back as the account did not save it. No further information was provided.